Event description:
The pt received two leads with the same lot number. It was reported the pt had epilepsy and the seizures were lasting longer and were more intense since the implant of the scs system. There was not reported course of action known at the time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.